Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) upper and lower cases, battery release, lead flex cover, battery contacts, battery drawer and battery flex are contaminated. One bail cover is broken.

Event description:
The external pulse generator was returned to the manufacturer for repair due to the advisory, analyzed and tested out of specification. No patient involvement or complications were reported.